Manufacturer narrative:
Other applicable components are: product ID: 3886, lot# :j0210039v, serial#: implanted: (B)(6)2002. Explanted: (B)(6) 2008, product type: lead, date of the event: (B)(6) 2002 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins). Patient reported that their lead wires were protruding, further stating that they had their first implant put in and the wire started protruding in 2002. Patient said the lead was fixed and a second implant was put in. Patient said they had the same issue with leads protruding around 2003. Patient also said the device was implanted to treat bladder control as they had interstitial cystitis. No further patient complications were reported/ anticipated as a result of this event.